Event description:
In 2008, company rep reported that while the pt was driving to work she began to vomit and she drove herself to the emergency room. Upon follow up with the pt four days later, she stated that she did not feel well when she woke up on the same day, and while driving to work she "realized she did not have the flu, it was dka." She was vomiting, sweating, nauseous, and her heart was hurting. Upon arrival at the emergency room the pt was diagnosed with dka (diabetic ketoacidosis) and was treated with an insulin IV. Blood glucose values from the incident were not provided. The pt has not tested her blood glucose in over one year because she is unable to purchase blood glucose testing strips. The pt stated that "the hospital ran tests" on her infusion device and found she was receiving 0.02-0.03 units of insulin per 1.0 unit that was programmed. The pt was sent a replacement infusion device and she stated that her blood glucose had returned to normal. Product was requested to be returned for evaluation.